Event description:
Boston scientific received information that after the implant procedure this patient associated with this right ventricular (rv) lead experienced pleuretic pain. Shortly after a cardiovascular echosonography revealed a pericardial effusion and cardiac tamponade. A pericardial puncture and drain were used. The system remains implanted.